Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading and signal acquisition could not be obtained post (B)(6) 2024. X-ray images were obtained and confirmed the sensor is within the left pulmonary artery. The physician is currently monitoring the patient via clinical signs/symptoms. There were no adverse consequences to the patient.